Event description:
On 23rd august 2024, getinge became aware of an issue with one of our columns - 116001d0 - or table column, manoeuvrable. As it was stated, the table stopped in the middle of the operation. The table could not be operated via the remote control or override panel. All button lights were flashing in the column and the table did not go to sleep mode. No error codes were displayed on the remote control. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the table during procedure, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.